Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. In 2009 at 2130, the pump was programmed to deliver dilaudid 1 mg/ml in the pca + continuous mode, with a 0.5mg/hr continuous rate, a 0.1mg pca dose, a 15 min patient lockout and a dose limit was not selected. It was reported the programming was verified by two nurses and the delivery was started. On the next day at approximately 0200, the pump alarmed for an empty syringe. The customer contact stated the nurse noted the pump display indicated that 2.5mg had been delivered; however, the syringe was empty. At this time, the nurse noted the patient to be a "bit dazed" but was reportedly easy to arouse. The customer contact reported that the patient stated feeling "fuzzy headed". At that time, the patient's blood pressure and heart rate were "fine", with and oxygen (o2) saturation of 92% on room air. The physician was notified. The patient was treated with "one small dose" of narcan and o2 at a rate of 2l per nasal cannula was initiated. The customer contact reported that the patient "responded well". The patient was transferred to the intensive care unit for "monitoring and continuous pulse oximetry". There were no reported adverse patient sequelae. The pump was removed from clinical service. During testing at the user facility, the pump passed testing for delivery accuracy. Upon review of the pump history by the customer contact, it was noted that the pump was programmed to deliver a concentration of 0.1mg/ml instead of the intended 1mg/ml. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.74ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Customer contact indicated that the event was the result of an operator error in programming the pump. The pump history was downloaded at the manufacturing facility. A review of the pump history indicated in 2009 between 1936 and 1938, the pump confirmed an alpha vial and was programmed and confirmed to deliver a drug concentration of 0.1mg/ml instead of the customer reported 1mg/ml, in the pca + continuous mode, with a 0.1mg pca dose, 15 min pt lockout, 0.5mg continuous rate, no dose limit, door locked and infusion started. At 1942 one 0.1mg pt initiated pca delivery. At 1944 there was an infuser paused alarm and the door was opened twice, locked and powered off. At 2054, pump was powered on and there was a bar code not read alarm. Between 2055 and 2057, there was a check vial alarm, check syringe alarm, check injector alarm, infuser paused alarm, the drug concentration and programmed settings were retained and confirmed, door locked and the infusion started. At 2123, one 0.1mg pt initiated delivery. A new date stamp of the next day, occurred. At 0130 an empty syringe alarm. Between 0147 and 0152, the door opened 3 times, door locked 2 times, 2 infuser paused alarms, and was powered off. Review of history indicates pump delivered as programmed.